Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of device failure to cut.

Event description:
It was reported to boston scientific that a sensation snare was used in digestive tract for an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure the snare was not very smooth to trap the target polyp, and cutting was not sharp. Procedure was completed with an alternative device. There were no patient complications as a result of this event.